Manufacturer narrative:
H.6. Investigation summary one photo was provided for evaluation. It shows four needle assemblies. The parts have what appears drip over on the plastic hub. A potential root cause can be attributed to the needle assembly process. The plastic hub is placed under the cannulator; then, the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it; after that, a plastic hub is assembled. In this case, a jam may have occurred at the cannulator inducing the excess of white epoxy on the needle hub. Based on the investigation and photos provided, the symptom reported by the customer is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that 8 needles 30ga 7/8in bsg clear hub experienced leakage prior to use. The following information was provided by the initial reporter: material no. (B)(6)batch no. 9294128 please be aware that we have rejected the following lot due to drip over greater than 1/8" from the needle to the plastic hub flowing thru the plastic hub ribs. Non-conformance detected: 8 samples have a drip over of about 1/8" that starts from the area where the needle and the plastic hub joins flowing to the plastic hub ribs. These are not acceptable. Per ansi z1.4 level ii normal aql 0.65 performed this lot will be considered rejected.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 8 needles 30ga 7/8in bsg clear hub experienced leakage prior to use. The following information was provided by the initial reporter: material no. 302890 batch no. 9294128. Please be aware that we have rejected the following lot due to drip over greater than 1/8" from the needle to the plastic hub flowing thru the plastic hub ribs. Non-conformance detected: 8 samples have a drip over of about 1/8" that starts from the area where the needle and the plastic hub joins flowing to the plastic hub ribs. These are not acceptable. Per ansi z1.4 level ii normal aql 0.65 performed this lot will be considered rejected.